Event description:
It was reported that during an unknown surgery the stapler failed during stapling: it jammed and could not be used in the procedure, and, by the surgeon's decision, it was necessary to change the surgical technique.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: exact date is unk. Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the surgeon begin to fire the device and release the handle? Please provide the firing sequence event. Did the device fire at all? Did the device partially fire? Any abnormal observation during firing, please explain? What was the procedure being performed? Please describe, in more detail, what does ¿ats45 failed during stapling¿ mean? Did the device cut? Did the device fire staples? If the device fired staples, were the staples malformed? Why did the surgeon find it necessary to change the surgical technique? Were there any patient consequences, if yes, what were they? What is the status of the patient now? Does the surgeon believe that alleged device failure led to the decision to change the surgical technique, if yes, why? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2026. Corrected data: b2, b1, h1. Additional information was requested, and the following was obtained: did the surgeon begin to fire the device and release the handle? Please provide the firing sequence event. Did the device fire at all? Did the device partially fire? Any abnormal observation during firing, please explain? What was the procedure being performed? Please describe, in more detail, what does ¿ats45 failed during stapling¿ mean? Did the device cut? Did the device fire staples? If the device fired staples, were the staples malformed? Why did the surgeon find it necessary to change the surgical technique? Were there any patient consequences, if yes, what were they? What is the status of the patient now? Does the surgeon believe that alleged device failure led to the decision to change the surgical technique, if yes, why? Unfortunately, we don't have that information. The open pc was related to an emergency surgical procedure that we did not monitor. The hospital notified us about the event after it had already happened! Thank you. The original report states the device ¿jammed and could not be used in the procedure, and, by the surgeon's decision, it was necessary to change the surgical technique.¿ multiple attempts to obtain followup information were made. No additional information was provided. There is nothing in the information obtained to suggest that the ¿change in surgical technique¿ resulted in a severe injury. The change in technique could have been the addition of suture closure of the appendiceal stump or use of an additional stapling device, neither of which would constitute severe injury. Furthermore, the understood behavior of this device would suggest the mechanism of the complaint ¿ the inability to complete the intended firing - would have resulted from lack of continuous pressure on the firing trigger which would have activated the lockout, which is a safety feature preventing inappropriate firing. Nothing in the design of the device would suggest this would result in the device ¿locked on the tissue¿ which might precipitate the need to perform surgery additional than planned. The device was not available for analysis to confirm this assessment. Therefore, the decision is to downgrade this event to a non-reportable event. The file will be updated accordingly if additional information is received. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.